Event description:
Had a depuy pinnacle hip implant in (B)(6) 2005. After rehab following the surgery, the implant caused mild to moderate pain over the next 2.5 years. In (B)(6) of 2008, I awoke one morning with acute pain in my right hip and thigh. I went to the ER and was x-rayed, CT scanned, both showed no abnormalities, given pain medication and sent home. The pain subsided after 2-3 days. Approximately 6 months later, (B)(6), 2008, the acute pain came back. Went to ER MRI showed mild inflammation, given pain medication and sent home. This time, the pain did not go away and I was hospitalized in (B)(6), 4 days later. It was determined that the depuy pinnacle hip that had been put in was infected. Three to four surgeries were performed in an effort to save the hip. It was determined that the hip could not be saved. I went to a specialist in (B)(6), that removed the depuy prosthesis. Six weeks without a hip and on IV antibiotic therapy followed. After six weeks, a new prosthesis was implanted.